Manufacturer narrative:
Date of event: (B)(6) 2018. Correction: the device was not evaluated by manufacturer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer called for technical support and performed troubleshooting with technical assistance. During troubleshooting the unit was restarted. The pressure accuracy testing was performed again and passed without issues. No parts were replaced. The unit passed all testing and operated within the manufacturing specifications. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If part is returned, the complaint will be reopened and an investigation will be performed.

Event description:
During periodic maintenance (pm), the customer reported the pressure accuracy testing was not passing. There was no patient involvement at the time the issue was discovered.